Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections evaluation summary: (B)(4): analysis verified the reported system error and found that this error had occurred in the past. It was also noted that there were two missing screws, and two loose screws, on a hinge plate, and the antenna was out of specification. (B)(4): analysis found that the cable was out of specification.

Event description:
It was reported that the programmer locked up with an error message when in the device application for a patient that had a crt-d (cardiac resynchronization therapy) device. Another programmer was used to finish the case. No patient complications were reported as a result of this event. It was further reported by the medtronic representative that after rebooting, the error cleared. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the system error, and also analysis found that this error had occurred in the past. It was also noted that there were two missing screws and two loose screws on a hinge plate and the antenna was out of specification. (B)(4): analysis found that the cable was out of specification.

Event description:
It was reported that the programmer locked up with an error message when in the device application for a patient that had a crt-d (cardiac resynchronization therapy) device. Another programmer was used to finish the case. No patient complications were reported as a result of this event. It was further reported by the medtronic representative that after rebooting, the error cleared. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed and tested out of specification.